Event description:
During the surgery the trial head disassociated from the stem and fell into the patients body, the surgeon searched but could not find the trial head and made the decision to close the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. Since december 2005 design features, including an x-ray wire, have been in place to alleviate this issue. The manufacturing age of the instrument is not known. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.